Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the right side camer tube is coming apart . The insert where the axle goes into does not stay in tact.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the camber insert came loose on the zero degree end, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer states that the right side camera tube is coming apart . The insert where the axle goes into does not stay in tact.